Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 75% stenosed, 28 x 3.5 mm de novo lesion was located in a moderately tortuous right coronary artery. The lesion had a significant bend between 45 and 90 degrees. The 3.50 x 28mm promus element stent delivery system (sds) was introduced and encountered significant resistance while trying to cross the target lesion and was unable to cross the lesion. The struts on the proximal segment of the stent had partially deployed. The balloon had not inflated and no difficulties were encountered while removing the device from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 75% stenosed, 28 x 3.5 mm de novo lesion was located in a moderately tortuous right coronary artery. The lesion had a significant bend between 45 and 90 degrees. The 3.50 x 28mm promus element stent delivery system (sds) was introduced and encountered significant resistance while trying to cross the target lesion and was unable to cross the lesion. The struts on the proximal segment of the stent had partially deployed. The balloon had not inflated and no difficulties were encountered while removing the device from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. (B)(6). (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the returned device identified proximal stent damage. Some of the struts on the proximal end of the stent were raised up and misaligned. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Visual examination of the device noted the hypotube was kinked at 115mm and 130mm distal from the catheter's strain relief. Several other kinks were also noted along the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).